Event description:
It was reported, during the implant procedure, the telemetry showed noise on both egms once the device was placed in the pocket and manipulated or tapped on. The physician felt there was a possible issue with grommet and blood in the header. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. However, visual analysis revealed grommet damage.